Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) through a manufacturing representative. It was reported that the motor stall occurred on (B)(6) 2017 at 13:07 and ¿stopped pump period may exceed tube set¿ occurred on (B)(6) 2017 at 13:07. Recovery never occurred. [This was noted to be a correction from previously reported information stating that recovery occurred]. The patient did not experience any adverse events and was scheduled for an eri replacement. No actions were taken to resolve the motor stall as the pump was being explanted 30 minutes later [after the manufacturing representative was made aware of the motor stall] on (B)(6) 2017 due to eri. The pump was going to be returned to the device manufacturer. A new pump was implanted with no problem, and therapy resumed. There was no known cause for the motor stall. The patient had not undergone an MRI, ¿etc.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed pump motor/gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to gear wheel three.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal fentanyl 500 mcg/ml at 218 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was having their pump taken out on (B)(6) 2017 due to normal elective replacement indicator (eri). However, a motor stall was seen at initial interrogation. The logs showed a motor stall occurred on (B)(6) 2017 with recovery on (B)(6) 2017. The logs also showed a "pump period may exceed tube set" message. The manufacturing representative did not have the logs with him, so he did not recall specific times the events occurred. The pump off code was requested, and the manufacturing representative was redirected to the healthcare provider (hcp) to provide the pump off password to shut off the pump. It was noted that the hcp wanted to keep the pump. No symptoms were reported. It was confirmed that there were no electromagnetic interference (emi)/magnetic sources present, and the patient had not recently had an MRI. There were no further complications reported.